Event description:
It was reported that during an unknown procedure, the staples were overly bent. The staple height was blue. The device was used on the jejunum. Another competitive device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.